Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a cartridge issue. The patient indicated that back in (B)(6) 2012, she encountered random loss of prime warnings with the subject pump. In one instance, the patient claimed that her bg reached over "500 mg/dl" on an unspecified night at 3:00 am. The patient had symptoms of vomiting and feeling "like (B)(4)." During the event, the patient claimed that the cartridge plunger was found to be stuck. After removing the cartridge from the pump, she claimed that she could not move the plunger to push insulin out. The patient performed a cartridge, site, and infusion set change at the time. Prior to the infusion set change, the patient reportedly took an injection. The patient claimed that it took until noon before her bg level was better. The patient did not need emergency treatment. The patient denied that she observed a loose cartridge cap, alarms, or a cracked pump casing during the time of concern. The patient was reportedly cycling the cartridges and was not reusing them. Through troubleshooting, the patient was unable to remember the specific times for the loss of primes. The pump's basal history had a number of zero temp basals due to exercising. The patient had two remaining cartridges that were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had a cartridge issue and she developed an elevated bg level suggestive of severe hyperglycemia. However, at this time, it is unknown if a cartridge issue actually contributed to the patient¿s injury.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 submitted (B)(4) 2012. Device evaluation: no product was returned. A reserved sample of the same cartridge lot number # b20170 was evaluated and tested by product analysis on (B)(4) 2012 with the following findings: the retained cartridge sample was found to pass the visual inspection and the fill, force, and leak testing. No defects were found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.